Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to trunnionosis. The head and liner were exchanged.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. DHR review for the femoral head shows no deviations or anomalies in the manufacturing process. Product lot number for the femoral stem was not obtained, therefore the manufacturing date, and device history review could not be determined. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination (of items with provided lot information). It was confirmed that the devices were used in an approved and compatible combination. Patient history and adherence to rehabilitation protocols are unknown. With the information provided, a definitive root cause for the trunnionosis reported cannot be determined with the information provided.